Event description:
It was reported that, "the inner blister lid was sticking out of outer blister lid. Could have caused a contaminated package to enter sterilize field."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.